Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to pause and cancel pause on the dimesnion vista. The customer also reset radio frequency identification (rfid) tag reader for sampling gate. The customer then started sending samples to the dimension vista instrument, and samples resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse stated that the tube properly went to the output properly as the streamlab caught an issue with the rfid on a specific tube. The cse checked the rfid system, and instrument gate and track. The cause of the discordant results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
The operator of a streamlab core unit stated that sampling error was obtained on one patient sample. Discordant results for multiple methods were obtained on initial run. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, and both results matched. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.